Manufacturer narrative:
Analysis of the pump found that battery had high resistance, and review of the pump logs confirmed the "reset occurred- low battery" message.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a manufacturer representative regarding a patient with an implanted infusion pump containing bupivacaine (6.4mg/ml at 1.0313mg per day) and morphine (9mg/ml at 1.4502mg per day). Indications for use included non-malignant pain and failed back surgery syndrome. On (B)(6) 2016, it was reported that the patient developed acute withdrawal on (B)(6) 2016. The patient was seen in the clinic on (B)(6) 2016 for a catheter dye study and a roller study, both tests were negative. The patient left the clinic and went to a second pain clinic where the pump status was checked. It was found that the pump had reset. "Low battery" reset and "pump in safe state" messages occurred on (B)(6) 2016. It was noted that these messages occurred after the patient left the first clinic. Pump logs indicated estimated elective replacement indicator time to be six months. The pump was restarted and medication dose was lowered to 0.4526mg per day (morphine) and 0.3218mg per day (bupivacaine). Pump replacement was discussed. On (B)(6) 2016, additional information was received. It was reported that the pump was explanted on (B)(6) 2016 and returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected to reflect accurate dates associated with the events report on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for an unknown indication for use. On (B)(6) 2017, it was reported that an unknown patient underwent a myelogram and, as a result, the pump was put in minimum rate. The myelogram had messed with the pump. No symptoms were reported. Additional information was received on (B)(6) 2017. It was confirmed that the manufacturer's representative was first notified of this event around (B)(6) 2017, but that the hcp's office noted that the event had occurred 2 years prior. The patient's name and pump serial number were provided. The hcp reported that the pump getting to the end of battery life, pump was 6 months before eri, and steps were being taken to get the pump ready to be replaced. The patient's myelogram was approximately on (B)(6) 2016. The hcp reported that the patient's pump began alarming almost as soon as they left the myelogram. The cause of the alarm was unknown. The patient was seen on (B)(6) 2016 and the pump was in safe state. The hcp read the logs and noted that reset occurred due to low battery, followed by safe state on (B)(6) 2016. The hcp reported that the pump was also at minimum rate and it appeared that the pump had dropped the dosage on its own. The patient was receiving 1.4502 mg/day of morphine and 1.0313 mg/day of dilaudid, but the logs showed that the patient was receiving both 0.052 mg/day of both medication following the myelogram. A manufacturer's representative had been contacted as the hcp was unable to get the pump back to normal since this was their first time seeing safe state. The patient's pump was replaced on (B)(6) 2016. The patient's weight at (B)(6) 2016 was provided. No further complications were reported.

Manufacturer narrative:
Updated to reflect the patient's weight at the time of the event. Updated to reflect the information received on 2017-sep-28. Updated to reflect the unique device identification for the affected device. Updated to reflect the addition of device codes(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for an unknown indication for use. On (B)(6)2017, it was reported that an unknown patient underwent a myelogram and, as a result, the pump was put in minimum rate. The myelogram had messed with the pump. No symptoms were reported. Additional information was received on 2017-oct-04. It was confirmed that the manufacturer's representative was first notified of this event around (B)(6)2017, but that the hcp's office noted that the event had occurred 2 years prior. The patient's name and pump serial number were provided. The hcp reported that the pump getting to the end of battery life, pump was 6 months before eri, and steps were being taken to get the pump ready to be replaced. The patient's myelogram was approximately on (B)(6)2017. The hcp reported that the patient's pump began alarming almost as soon as they left the myelogram. The cause of the alarm was unknown. The patient was seen on (B)(6)2017 and the pump was in safe state. The hcp read the logs and noted that reset occurred due to low battery, followed by safe state on (B)(6)2017. The hcp reported that the pump was also at minimum rate and it appeared that the pump had dropped the dosage on its own. The patient was receiving 1.4502 mg/day of morphine and 1.0313 mg/day of dilaudid, but the logs showed that the patient was receiving both 0.052 mg/day of both medication following the myelogram. A manufacturer's representative had been contacted as the hcp was unable to get the pump back to normal since this was their first time seeing safe state. The patient's pump was replaced on (B)(6)2016. The patient's weight at (B)(6)2017 was provided. No further complications were reported.